Manufacturer narrative:
Investigation findings: the package was received for evaluation and the reported problem was confirmed. A visual inspection noted the seal to be open at one end of the packaging with signs of adhesive present. How or when the package seal opened was unable to be determined. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during removal of this blade from its original box, the sterile packaging was found opened at one end. This was noted prior to use and there was no serious injury or surgical delay associated with this event.